Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: l59231, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving fentanyl (unknown dose and concentration), hydromorphone (unknown dose and concentration) and baclofen (unknown dose and concentration) via an implantable pump for spinal pain. On (B)(6) 2018, the patient called to inquire as to when their catheter had been implanted. The patient felt the catheter needed to be replaced and was upset the catheter had not been replaced. The patient then reported various symptoms; swelling, vibration feeling and a reported fall. Event dates were requested for all the symptoms, but the patient did not know dates. The patient stated that they would lay down on their back for about 15 minutes and would feel vibrations from the pump/catheter. When the patient would get up, the vibrations would go away. The patient also stated they felt the vibrations all the time since a seizure they experienced (see (B)(4) for seizure information). The patient also reported that "from her waist down, she had a lot of swelling and has lost that weight". The patient also reported a fall. No date for the fall was reported and no further information regarding the fall was obtained. Additional information was received on (B)(6) 2019 from the patient who was asking what would cause the pump to vibrate her whole body and she stated that she could also hear the pump vibrating. Per the patient, she had an appointment scheduled on (B)(6) 2019 with her doctor to discuss the vibration and have her pump checked. No further complications have been reported as a result of this event. Additional information was received from a healthcare professional via a manufacturer's representative (rep). The patient was receiving 1.2mg/ml baclofen at 0.7mg/day, 15mg/ml fentanyl at 9.169mg/day, 10mg/ml dilaudid at 6.1mg/day, and 100mcg/ml clonidine at 61.13mcg/day. It was reported that the patient still felt and heard vibrating from the pump. The patient reported that her catheter was previously replaced. After the catheter was replaced the patient experienced a fall. It was unknown in the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." The patient had a medical history of lupus and avascular necrosis of the hip. The doctor decided to replace both the catheter and the pump. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor o-ring wear. If information is provided in the future, a supplemental report will be issued.